Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 500 mcg/ml ; 30.97 mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and stroke. The patient experienced a gradual change in therapy/symptom noted as increased spasticity. The symptoms occurred prior to (B)(6) 2014, but the reporter was not certain when they started. The event date was 2014. The catheter migrated and was diagnosed via magnetic resonance imaging (MRI) and computed tomography (CT) scan on (B)(6) 2014. It was verified via x-ray. The hcp was turning the pump off permanently on (B)(6) 2015. Interventions, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.